Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5086mri-52 lead, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was experiencing dizziness so holter electrogram (egm) data was analyzed. The device was not pacing for one ventricular beat every one hour, thirty seconds. This was attributed to an issue where this device is operating in an atrial sense, ventricular pace (as-vp) pattern and the missed beat is due to the device oversensing the vp while the atrial egm is being saved. The ventricular sensitivity was reprogrammed and the device remains in use. No further patient complications have been reported as a result of this event.